Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. System check was performed by tandem technical support and no issues were identified. Customer reverted to an alternate method of insulin therapy.